Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the peeled off adhesive issue could not be determined, however, the issue was likely the result of stress due to repeated use, external factors, or user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the adhesive around light guide lens of the duodenovideoscope was observed to have peeled off. There was no patient involvement or harm reported and a result of the event.